Event description:
On bending metal disk contained within heel warmer packet one previously sealed side seam burst open. Some of the packet contents were projected across the room and landed on the newborn's face. The baby's face was wiped off and his eyes irrigated as a precautionary measure.